Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis revealed coagulated blood along the inner coil of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the surgery. With regard to the dislocation mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead got dislodged. The physician performed a surgical intervention and this rv lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).